Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced a hypoglycemic event which occurred on an unspecified day after the sensor was inserted (sensor location not specified). Around (B)(6) 2023, the patient experienced a severe hypoglycemic event. The patient was in the pool while her phone with the g7 app was inside her home. The patient¿s husband went to kitchen and heard the cgm device beeping and noticed it was providing a low cgm reading (however, no specific value was reported). No bg meter comparison was reported. The patient¿s husband went back to the pool, and by this time, the patient had lost consciousness. The patient treated the patient with orange juice until she recovered. Emergency medical services (ems) was not called. The patient did follow-up with her doctor after the fact. At the time of the report, the patient was doing okay. Attempts to reach the patient to clarify event details were unsuccessful. Data analysis confirmed the allegation of an unspecified issue. The probable cause was determined to be signal loss under one hour. No additional patient or event information is available.